Event description:
Reportable based on device analysis completed on 24jul2025. It was reported that coil was unable to deploy. The target lesion was located in a vessel of the testis. A 6mm x 20cm interlock -35 was selected for use. During the procedure, it was noted that the coil could not be deployed. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed detached arm coil.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual and microscope inspections were performed. It was observed that the main coil was bent and stretched at the coil arm and primary section, moreover the arm coil was detached. No other issues were identified during the product analysis.